Event description:
During surgery the stapler was in line but would not fire causing a delay in the case while obtaining another device. There was no harm to patient manufacturer response for stapler, tx60b (per site reporter): have not heard back as of date of this report.